Manufacturer narrative:
Sections with additional information as of 10-apr-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Manufacturer narrative:
Internal report reference number: (B)(6). Adverse event report is being submitted due to symptoms related to diabetes: blurry vision and frequent urination. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low and high blood glucose test results. Friend is calling on behalf of the customer. The customer is concerned with test results from results obtained of 412, 44, 239, 89 and 276 mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-130 mg/dl. Customer stated that morning he had been feeling weak and tired when he had obtained the blood glucose test result of 44 mg/dl. Customer stated that he had eaten a donut and drank some apple juice to raise his blood glucose level. At the time of the call, the customer stated that he was having blurry vision and increased urination; medical attention was not needed at the time. Customer had initially spoken with coordinator and had performed a blood test non-fasting that produced test result of 275 mg/dl using true metrix meter. When speaking with technician, customer stated that he was administering 20 units of novolog during the call. Customer had also performed a blood test when speaking with technician and had obtained a test result of 375 mg/dl non-fasting using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 03/21/2024 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: result 1: 412 mg/dl date: (B)(6) 2023 time: 9:20 am non-fasting; result 2: 44 mg/dl date: (B)(6) 2023 time: 3:23 am fasting; result 3: 239 mg/dl date: (B)(6) 2023 time: 8:05 pm non-fasting; result 4: 89 mg/dl date: (B)(6) 2023 time: 4:55 am fasting; result 5: 276 mg/dl date: (B)(6) 2022 time: 8:11 am non-fasting.